Event description:
Customer reports that he obtained results of 303mg/dl and 67mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.